Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/11/2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. The reporter stated that the patient had a blood glucose level under 70 mg/dl but over 40 mg/dl with no symptoms of hypoglycemia. The alleged blood glucose excursion does not meet the criteria for a serious injury. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.